Manufacturer narrative:
Additional information: d9. Additional information h11: further review of the event history log was performed for the reported event date of 04-june-2025 and identified norepinephrine and vasopressin were infused however no parameters had been provided. It is noted that an air in line alarm did occur at 13:33:29 during an infusion of norepinephrine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, no problems were observed related to the reported issues. The device was tested for flow rate accuracy and air in line detection with passing results. The event history log review showed no keystrokes, programming, or use related events that would contribute to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified and no component issue was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to alarm for air in the line and had a reverse infusion (backflow of blood in the line). This reported issue occurred during a vasopressor infusion in the neonatal intensive care unit (nicu). The nurse was alerted to the problem when the patient¿s blood pressure started to drop. The pump never alarmed and reportedly the nurse noticed the tubing had a large amount of air in it and blood near the end that attaches to the patient (needle). As a result, it was reported, the infusion equipment was replaced, and initiation and titration of new vasopressor therapy was performed along with hemodynamic monitoring. Patient outcome was not provided. No further information was available at the time of this report.